Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#319.006 lot#5858445 release to warehouse date: 22-aug-2008 manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that it was reported on (B)(6) 2016 that the ball bearing is not in place in the depth gauge for 2.0 mm and 2.4mm screws witch causes it to slide back and forth easily. No patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one depth gauge (part 319.006, lot 5858445) was received for evaluation. The device is worn with scratches and fading evident along the entire device. The hooked needle stem of the device is not broken off and is not bent. There is approximately 1.0-1.5mm of thread showing on the hooked needle. The device is calibrated correctly. The ball bearing on the side of the device is present and the device functions as intended. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The cause for the complaint condition is unknown. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the ball bearing was not in place which caused the gauge to slide around easily. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.